Event description:
Complainant reports an under delivery. The patient did not receive any feeding during 1 or 2 hours according to the amount of product that was on the floor. She, therefore, estimated that 80 to 160 ml was not delivered to the patient.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.